Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample probe 2 (s2) and sample probe 3 (s3) mixers. The cse also cleaned the drains and the dispense areas. The cse then ran a quick check and s2 and s3 mix tests, which passed. The cse performed precision testing, calibrated the ca assay and ran quality controls, all of which were acceptable. The cause of the discordant, falsely low ca and co2 results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) and carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 1500 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting normal. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca and co2 results.